Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 23mm sapien 3 case by tf approach in the aortic position. No valvuloplasty was done. Some difficulty was encountered while tracking the commander delivery system through the thoracic aorta and the arch due to tortuosity. Also, the valve alignment was ¿very difficult due to the tortuous aorta¿. There was no difficulty placing the valve in the annulus, but when the pusher was pulled back, the sapien 3 valve moved back proximal on the balloon around 1 cm. The pusher was correctly pulled back to the 3 markers. The pusher was advanced again against the valve and the valve was pushed between the markers again. But again while pulling back the pusher the valve moved proximal. Several attempts to get the valve between the markers but unsuccessful. The decision was taken to pull the valve back and it was deployed in the right iliac artery without any vascular complications. A new 23mm sapien 3 valve was prepared and this time successfully implanted without complications and good result. The patient is well without complication.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 23mm sapien 3 case by tf approach in the aortic position, no valvuloplasty was done. Some difficulty was encountered while tracking the commander delivery system through the thoracic aorta and the arch due to tortuosity. Valve alignment was not performed in a straight section of the patient¿s anatomy. There was no difficulty placing the valve in the annulus, but when the pusher was pulled back, the sapien 3 valve moved back proximal on the balloon around 1 cm. The pusher was then advanced against the valve and the valve was aligned between the markers, but again while pulling back the pusher the valve moved proximal. Several attempts to get the valve between the markers but unsuccessful. The valve was then pulled back, but could not be retrieved into the esheath. The valve was then deployed in the iliac artery with another balloon without any vascular complications. A new 23mm sapien 3 valve was prepared and this time successfully implanted without complications and good result. The patient is well without complication. As seen during the pre-deco evaluation, there was a crimp balloon separation proximal to I/c bond.

Manufacturer narrative:
During pre-decontamination of the returned device crimp balloon separation proximal to the I/c bond was noted.  Investigation is ongoing.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. The guidewire lumen had been cut and the delivery system was cut into two pieces. Upon visual inspection, a crimp balloon tear proximal to the I/c bond was visualized. The crimp balloon was attached to the balloon shaft and flex shaft piece. Gouges were observed on the flex tip. The flex shaft was cut approximately 16¿ from the flex tip. Scratches were observed on the flex shaft approximately 9-10¿ from the flex tip. Dimensional testing was performed, crimp balloon double wall thickness measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance. The crimp balloon double wall thickness was found to be within specification. During functional testing, the device was able to be pulled to the valve alignment marker and locked. The fine adjust wheel turned smoothly without resistance, and the device was able to be returned to the default marker. A DHR review was performed and did not reveal any manufacturing related issues that could have contributed to the reported events. A lot history review was performed and revealed no other complaints for ¿balloon ¿ torn,¿ ¿delivery system ¿ difficulty with valve alignment,¿ ¿delivery system ¿ valve movement on balloon,¿ or ¿delivery system ¿ withdrawal difficulty-valve through sheath.¿ a review of the complaint history revealed that the occurrence rate did not exceed the february 2018 control limit for the trend categories of ¿damaged¿, ¿valve alignment difficulties¿, ¿valve movement on balloon¿, and ¿withdrawal difficulty¿ for the commander delivery system. No IFU/training deficiencies were identified. Additionally, inspections in place during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. The complaint for ¿delivery system ¿ difficulty with valve alignment¿ was confirmed based on the gouges observed during visual inspection of the returned device. Training manuals instruct to perform valve alignment in a straight section of the aorta. If valve alignment is performed at a bend or angle, it can increase the difficulty of valve alignment. This can cause the thv to ¿unseat¿ and ¿dive¿ into the face of the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Gouging noted on the flex tip indicates that diving likely occurred during the procedure. Further, the complaint description states that ¿valve alignment was not performed in a straight section¿ of the aorta. Available information therefore suggests that patient/procedural factors contributed to the reported difficulty with valve alignment. Because procedural imagery was not provided for review, the complaint for ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed. If tension built in the system as the valve approached the native annulus, this could have contributed to the reported valve movement on balloon. As described above, if valve alignment is performed in a non-straight section of the aorta, it can cause tension to build in the system. Further, information provided by the complaint site indicates that the device was heavily manipulated and ¿torqued in 3 dimensions¿ during the procedure. This type of excessive manipulation likely caused further tension buildup in the system. Once the valve was positioned in the annulus and the flex tip was retracted, the release of tension may then have caused the valve to move proximally. Although the complaint site reported that tension was not felt during the procedure, it is possible that there was some tension buildup that went unnoticed by the operator. Available information therefore suggests that patient/procedural factors contributed to the reported valve movement on balloon. A CAPA was previously initiated to document the investigation and drive corrective/preventive action as appropriate, and a pra was initiated to address the risks associated with the issue. Additionally, without procedural imagery and without the esheath for evaluation, the complaint for ¿delivery system ¿ withdrawal difficulty-valve through sheath¿ was unable to be confirmed. As noted in the sop, the user should take caution when attempting to retrieve the valve through the sheath, as the crimped valve aligned on balloon is larger than crimped valve off the balloon. This, coupled with the patient¿s mild access vessel tortuosity, likely contributed to the reported withdrawal difficulty. Tortuosity can cause the thv, delivery system, and esheath to become non-coaxially aligned during device withdrawal. These patient and procedural factors therefore likely contributed to the reported withdrawal difficulty. The complaint for ¿balloon ¿ torn¿ was confirmed based on visual inspection of the returned device. Because the valve was deployed in the iliac artery, the balloon tear likely occurred after a partial inflation of the balloon. As reported by the site, the valve was ¿pushed off the balloon and then deployed in the iliac artery¿ after the withdrawal difficulty was experienced. There was a ¿drop of the valve in the iliac artery with another balloon.¿ it is unlikely that the crimped valve could have been left in the artery and then deployed with another balloon without embolization, so available information suggests that the following sequence of events likely occurred: 1. Withdrawal difficulty of the initial crimped valve was experienced, so the delivery system was pushed back through the sheath and into the patient¿s iliac 2. Due to the difficulties experienced with valve movement and withdrawal, a decision was made to deploy the valve in the iliac artery 3. The valve was partially deployed and the initial delivery system was removed 4. Post-dilation was performed on the valve with a new balloon. Because the valve was deployed in the artery, it is likely that the balloon tore between steps 3 and 4. As previously mentioned, there was tortuosity present in the patient¿s access vessel. This tortuosity likely caused non-coaxial alignment of the delivery system and esheath when the delivery system was being removed (after partial deployment of the valve), which likely caused the balloon to become stuck on the distal tip of the esheath. As additional pull force was applied to the system, the balloon likely tore in response. Available information therefore suggests that patient/procedural factors contributed to the reported balloon tear; however, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. A CAPA was previously initiated for complaints of ¿valve movement on balloon¿ to document the investigation and drive corrective/preventive action as appropriate. Since no product nonconformance was identified in the returned device and the occurrence rate does not exceed the control limits, no product risk assessment (pra) is required at this time. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. Since no product nonconformance was identified in the returned device and the occurrence rate does not exceed the control limits, no further escalation is required. Per management discretion, a pra was previously initiated to address the risks associated with valve movement on balloon. Since no product nonconformance was identified in the returned device and the occurrence rate does not exceed the control limits, no further escalation is required at this time.